Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the handle doesn¿t seem to be working properly. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Zimmer biomet (B)(4) has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the meshgraft ii by zimmer biomet (B)(4) on (B)(6) 2017 revealed that the device was within calibration specifications but did not produce a passing sample graft. The cutter was found to have visible marks on the cutter blades. The handle returned with the device was from a 7701 mesher and was found to be worn. The bottom roller needed to be replaced as the handle end was worn. Repair of the meshgraft ii was performed by zimmer biomet australia on (B)(6) 2017 which included replacement of the handle, side plate kit, bottom roller, and cutter. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during initial inspection it was revealed that the handle returned with the device was from a 7701 mesher and was found to be worn. However, it was also noted that device was within calibration specifications but did not produce a passing sample graft. The root cause of the reported event cannot be specifically determined with the information provided. The IFU states that the device should be returned for preventative maintenance every twelve months. The device was never returned for service at zimmer biomet. The issue was resolved replacement of the handle, side plate kit, bottom roller, and cutter. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Meshgraft ii, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the handle doesn't seem to be working properly. No adverse events were reported as a result of this malfunction.